Event description:
It was reported that a spectrum pump wireless battery module was found to have "fluid intrusion.". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "fluid ingress." The battery was paired with a known good spectrum pump during eval, which found that the device's wireless connection capabilities are inoperable. Further investigation revealed corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.